Event description:
It was reported during the implant procedure that there was a possible defib coil problem on a wasted lead. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. The defib conductor was distorted and there was blood noted in the helix mechanism on visual inspection.